Event description:
Dealer alleged that the valve operator failed resistance. Per independent repair statement the unit was alarming or red light. Key failure was the pilot valve failed resistance. Additional malfunctions were the hose clamps were leaking.